Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined the drawer failed to open. A filed service engineer replaced the drawer controller board to resolve the issue. Replaced solenoid as a preventive measure. The system functioned as intended after the field service engineer serviced the device.

Event description:
It was reported by the customer that a pyxis medstation es system drawer failed, preventing user from removing the required medications. The customer stated that the users had access to other station to retrieve medications from other stations and no harm was reported. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a drawer was failed. The customer stated that the users was able to retrieve medications from other station, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section b describe event or problem, section d brand name, medical device model, unique identifier (UDI) section g reporting office contact, manufacturing location. Section h device manufacture date and imdrf codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jul-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 3 was failed 'failed to open' and would not recover. A field service engineer replaced the drawer controller and as a precaution replaced the solenoid as well. The system functioned as intended after the field service engineer troubleshot the device.